Event description:
Leica microsystems received a complaint regarding sub-optimal processing of biopsy sample of <3mm in size. On (B)(6) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing had been successfully re-processed.

Manufacturer narrative:
Instrument logs show that bottle 4 (ethanol) was removed from the instrument for 5 seconds, which is not sufficient time to complete manual replacement of this reagent, and the corresponding reagent station was reset at 10:01 am on (B)(6) 2012. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the ethanol concentration was to be set to 70% in this instance. The properties of the reagent in bottle 4 prior to this user action were: ethanol conc.=50.8%, cycles=10, cassettes processed=1317 and days=4. Bottle 4 was again removed from the instrument for 4 seconds and the reagent station reset at 12:06 pm on (B)(6) 2012. As the reagent was not physically replaced on either occasion, the ethanol concentration remained as 50.8%. Bottle 4 was used for the final dehydration step of the protocol from which sub-optimal tissue processing was reported, because the instrument software uses reagent concentration to select reagent stations when executing a protocol. The required minimum final reagent concentration for ethanol is 98%. The consequences of using ethanol at less than the minimum final concentration are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used for subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause of the sub-optimal tissue processing reported was failure by the user to complete manual reagent replacement according to the manufacturer instructions.